Event description:
The vu c pod was received by the distributor "with a bad smell and some dark liquid contamination." There was no pt contact.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.